Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The indication for the index procedure was acute myocardial infarction. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. After thrombectomy, a 2.50mmx8mm nc emerge balloon catheter was advanced for dilation; however during first inflation at 12 atmospheres for 8 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a rotablator. No patient complications were reported and the patient's status was good.